Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer was treated with bolus. The customer alleges pump was under delivering because blood glucose was not going down. It was reported that the troubleshooting was performed for under delivery alarm. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.